Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Per revision 21 of procedure (B)(6), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4), the batch 6008407, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008407 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 03-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04436 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 03-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04437 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 03-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04438 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set tubing detachment from the connector on (B)(6) 2025. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.